Event description:
It was reported that the patient had an MRI. Prior to the procedure, the shock impedance was 70 ohms. After the MRI, the shock impedance was 240 ohms for a brief time. Later, the impedance dropped back down to 70 ohms. Technical services suspects it could be due to some sort of energy build up from the scan that has now dissipated. Also, the beeper is now permanently disabled due to the scan. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that there was an alert for high electrode impedance. This means the impedance is now greater than 400 ohms. There was also a battery depletion alert. Technical services said the electrograms had no sign of noise but, therapy could not be guaranteed. Technical services recommended explant. There were no adverse patient effects. The system remains implanted. It was reported that the patient had an MRI. Prior to the procedure, the shock impedance was 70 ohms. After the MRI, the shock impedance was 240 ohms for a brief time. Later, the impedance dropped back down to 70 ohms. Technical services suspects it could be due to some sort of energy build up from the scan that has now dissipated. Also, the beeper is now permanently disabled due to the scan. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that there was a warning for high electrode impedance. This means the impedance is now greater than 400 ohms. Technical services said the electrograms had no sign of noise but, therapy could not be guaranteed. The electrode remains implanted. There were no adverse patient effects. The system remains implanted. It was reported that the patient had an MRI. Prior to the procedure, the shock impedance was 70 ohms. After the MRI, the shock impedance was 240 ohms for a brief time. Later, the impedance dropped back down to 70 ohms. Technical services suspects it could be due to some sort of energy build up from the scan that has now dissipated. Also, the beeper is now permanently disabled due to the scan. There were no adverse patient effects. The system remains implanted.